Event description:
Doctor performed surgery in 2007 implanting a device on the left and right side of forehead. On the left side product absorbed but on right side product did not absorb and a cyst formed about 4 months after the procedure. The doctor removed the cyst approx five months later.

Manufacturer narrative:
In a follow up visit in 2007, the pt's condition was reported as fine with good cosmetic benefit.